Event description:
It was reported by the customer's sister that the customer has passed away. The caller stated that the customer had an insulin reaction during the night and passed away. The cause of death was noted as natural causes. The customer was wearing the insulin pump during the time of death. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.